Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed in 3 separate pieces') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemochromatosis and pap smear abnormal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced depression ("psych injury / depression") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mood swings ("hormonal changes / mood swings") and back pain ("back pain"). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, cerebrovascular accident, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, tooth disorder, fatigue, mood swings, migraine, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cerebrovascular accident, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2005 (previously reported) and (B)(6) 2014. Current weight: 136lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc ( product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed in 3 separate pieces') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemochromatosis and pap smear abnormal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced depression ("psych injury / depression") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mood swings ("hormonal changes / mood swings") and back pain ("back pain"). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, cerebrovascular accident, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, depression, tooth disorder, fatigue, mood swings, migraine, headache, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cerebrovascular accident, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date 2005 (previously reported) and (B)(6) 2014. Current weight: (B)(6 ) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, essure removal details, action taken with drug added. Event: removed in 3 separate pieces added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.